Event description:
It was reported that patient's device was repositioned due to patient discomfort and pain caused by migration of the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2010; 4092, implantable pacing lead, (B)(6) 2010. (B)(4).